Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false erratic total bilirubin (tbil), and c-reactive protein (c-rp) patient results involving the dxc 800 pro clinical chemistry analyzer. The customer stated that the instrument generated rxn rate lo, rxn mean dev and bl mean dev on tbil and c-rp error messages at the time of the event. The customer repeated the sample on another system and obtained a result considered correct. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer provided data from one (1) patient sample.